Event description:
Staff found fourteen (14) intra-aortic balloon pump insertion kits with condensation in the packaging. Manufacturer response for intra-aortic balloon pump insertion kit, sensation plus 50cc (per site reporter). The manufacturer retrieved products and is investigating.